Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, when the patient¿s pump was filled, she would temporarily experience overdose symptoms of drowsiness and hypotension. It was stated that the patient would also exhibit altered mental status and lightheadedness. The symptoms resolved over time, but during one event, the patient had been taken to the hospital for monitoring. There hadn¿t been any volume discrepancies reported and no pocket fill was suspected. At the time of report, there was no patient injury.